Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a couple of months after implant it was observed during a follow up in clinic that the left ventricular lead was not capturing. It was observed on the day of the lead revision that the left ventricular lead had pulled back into the superior vena cava. The lead was repositioned (B)(6) 2021 into the lateral coronary vein without complications. The patient was stable.